Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had facial numbness. The patient was admitted to the ER today for facial numbness and possible stroke like symptoms. It was indicated that the patient had multiple falls. An MRI was discussed and circuit integrity test. There were no further complications reported.